Event description:
During a treatment procedure, to implant a greenfield vena cava filter, using the right femoral approach, the filter legs did not open and the filter migrated to the patient's heart. It was stated that the physician though that due to the patient being in the fetal position, the filter may have become crushed during insertion into the right groin, and therefore would not deploy properly. The patient was later transferred to another hospital where retrieval attempts to remove the filter took place. Using the right femoral approach, the physician at the second hospital placed a 14 fr sheath otw into the ivc. Using a seldinger technique, the right common femoral vein was punctured and a 18j guidewire was advanced into the ivc. This was exchanged for an amplatz wire. The site was serially dilated to 14 fr and a 14 fr sheath was advanced otw into the ivc. A 9 fr 55 cm sheath was advanced through the 14 fr sheath to the inferior vena cava, right atrial junction. A 35 mm amplatz loop snare was advanced through the 9 fr sheath and he then attempted to retrieve the greenfield filter from the patient's heart. He was able to retract it into the right external iliac and common femoral veins. At this point, the filter became lodged in the right common femoral vein near the venotomy. The physician believed that the retrieved filter was within the access sheath and the sheath was removed. The radiopaque carrier capsule constraining the legs of the filter was mistaken for the access sheath, therefore when the sheath was removed, the filter remained in the femoral vein. A surgical cut down was performed to extract the greenfield filter, which was complicated by a transection of a perforating branch artery. Hemostasis was obtained with several sutures. Accessing through the left groin, a 15j guidewire was advanced into the inferior vena cava. A 5 fr pigtail catheter was advanced into the distal cava and an inferior vena cavagram was performed. The ivc was 20 mm at its maximum diameter. A trap-ease ivc filter (cordis) was deployed at the superior tip at l1-2. Post deployment cavagram showed the filter to be in satisfactory position. The physician stated that the greenfield filter likely will be stable and not migrate from the right common femoral vein site. Additionally, after placing an ivc filter, the greenfield would be unlikely to migrate past the ivc filter. The patient was returned to the previous hospital and was subsequently discharged on the same day to the nursing home. The patient was reported as doing 'just fine' following the procedure. The physician believes that the patient is protected from thromboembolic events.